Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was not receiving stimulation in the painful areas. She had fallen causing her lead to move. The patient was feeling great post revision. She was receiving stim in her painful areas once again.

Event description:
It was reported that a revision was planned for (B)(6) 2014. It was unknown what the revision was for or what component was to be revised. Additional information received reported that the revision had occurred on (B)(6) 2014. No additional information. Additional information was requested but had not been received as of the date of this report.